Event description:
It was reported that the device took longer than expected to provide therapy. The patient had a tachycardia episode that took over 130 seconds for the device to provide therapy. The patient was in the hospital being intubated while this happened. The ventricular tachycardia rate was around 210-220bpm. The device therapy rate zone was programmed to 220bpm. Technical services advised this delay occurred due to the detection profile. Technical services discussed the observations with the caller. There were no additional adverse patient effects. The device remains implanted.